Event description:
It was reported the programmer rf (radio-frequency) head intermittently quit working. It was further reported that wires were exposed, and there was general "wear and tear." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cable outer insulation and the grounding wires were pulling away near the base of the cable.